Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer stated that he was changing his reservoir on his insulin pump and the pump froze. The patient's blood glucose level was not recorded. The customer did not want assistance with trouble shooting and stated that he reverted to his old insulin pump. No further information was provided.